Event description:
On (B)(6) 2012, the reporter contacted lifescan to report a date/time issue with the subject meter. This complaint was initially ruled for the following conclusion(s): this malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. In addition, there was no allegation that the product caused or contributed to an adverse event. On (B)(6) 2012, lifescan completed device evaluation with the meter involved with the complaint. The alleged date/time complaint was not confirmed during testing; however, a secondary issue was found during testing. There was a chip failure in the subject meter. This complaint is now being reported due to the failed meter testing.